Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, the patient stated that the knee replacement they had still hurts even though they take medicine and underwent therapy after the surgery.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. Concomitants: (B)(6) 02-020-11-0240 - truliant ps cem fem ps cem left sz 4. (B)(6) 02-022-35-4013 - truliant tib imp ps insert sz 4 13mm. (B)(6) 02-022-45-4050 - truliant tib fit tray cem sz 4f / 5t. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b3 remove date of event, b5, h6 problem code and type of investigation.